Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned in the pret2 setting with a length of cut suture and no implants. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. A clinical review states that responses for clinical documentation have not been received as of the date of this medical investigation. The provided images appear to support the complaints; however, do not provide insight into the root cause of the events. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The current status of each patient is unknown; however, it was reported that the procedures were completed successfully, and no further complications reported. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair surgery, after the fast-fix 360 t1 was implanted, t2 failed to deploy normally, resulting in t2 not deploying to the meniscus. T1 was left secure inside the patient. The procedure was completed using a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).